Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fracture. An internal short was found between the inner coil and ring electrode cables conductor paths due to procedural damage. The reported event of noise resulting in oversensing was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Visual examination of the lead found an external insulation abrasion due to friction to another device or feature of the heart breaching the optim sheath only with intact silicone insulation.